Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: requested, unknown. Initial reporter occupation: sales. One (1) piece of the actual sample was returned. The actual samples were confirmed to be contaminated with the chemotherapy drugs therefore the evaluation conducted was only limited to visual inspection due to the risk of exposure to chemo drugs. The sample was confirmed to be free of any damages or molding-related defects that could lead to the complaint. The retention samples were visually inspected and confirmed to be free of any damages or molding-related defects that could lead to the complaint. The samples were subjected to liquid leakage at the syringe plunger stopper under compression to ensure that no leakage of water past the plunger stopper or seal. All samples met the required specifications. A total of one (3) complaint were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. The root cause of the complaint is not related to our product or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. The actual samples reveal no problems that could contribute to the reported complaint. We have an inspection system in place that can detect and automatically remove faulty engagement (between ig and plunger) and a peeled injection gasket. Only products in good condition are supplied to the next process. We also conduct routine inspections to ensure the quality of our products. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had multiple recoverable faults (errors 23 and 25722) appeared 11 times on surgeons side console. The surgeon was clamping blood vessels and had to pause. The customer contacted technical support in order to troubleshoot and establish if it was safe to continue. Faults were due to data error. The technical support advised that it was safe to finish the case. The procedure was completed with no adverse events. The second procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) received mhra national competent authority (nca) user report on 28-sept-2023 and provided the following additional information: multiple recoverable faults (fault code 23, 25722) appeared 11 times on surgeon's screen during surgery. The surgeon was clamping blood vessels at that time and had to pause. Theatre staff contacted intuitive off-site support in order to troubleshoot error and establish if safe to continue. Faults due to data error, engineer booked to come and rectify fault. Isi advised that it was safe to finish the case. Surgery completed with no adverse events. Second patient on the list converted to laparoscopic approach. Engineer attended and replaced fiberoptic cable inside surgeon's console. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the surgeon back plane (sbp) involved with this complaint to perform failure analysis evaluation. This unit was installed into the test system and it failed with error 25722. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.